Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an occlusion error was observed, and the pump was not operating continuously as intended. There was no patient involvement.

Manufacturer narrative:
D7a, d8, h6: updated. The suspect pump was not returned for evaluation. However, the device investigation was performed by a third-party. Visual inspection confirmed that there were no anomalies found. Flow accuracy test was performed, and it was found that the result was within the desired specifications. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a preventive maintenance requirement.